Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, there was an unexpected outcome. Target reference was -0.25 d. Postoperative refraction was +2.50 -0.75. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).